Event description:
Reporter alleged blood glucose measured 105 mg/dl back to back with a result of 57 mg/dl, when tests were taken within 10 minutes apart. Customer stated self treating with orange juice as a result, however, no other actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.